Manufacturer narrative:
(B)(4). D10: item # unknown, unknown 40mm + 6mm retentive poly liner, lot # unknown . G2: foreign - event occurred in australia. H6: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent revision post implantation due to dislocation. Attempts have been made, and no further information has been provided.